Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed a call service alarm, which is written in the pump's black box as . During investigation, a hard alarm was reproduced during the rewind step. The failure is defined as a language file corruption while retrieving the language text. The language corruption issue causing the alarm was found to be due to a malfunction in the flash chip, a component on the printed circuit board. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter information: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.